Event description:
It was reported by service report that the power inlet is cracked and the scale is not accurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.